Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received calibration errors for the past two sensors she used. Her blood glucose was 111 mg/dl at the time of reporting. It was reported that the sensor's cannula was bent. The damaged sensor is being returned and replaced. No additional information was reported.